Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with cracked case window corners, battery tube threads bel clip slot, scratched display window and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump was doing a complete reset when changing the battery for a low battery alert. The customer then had to change the infusion set. The customer's blood glucose was unknown. Troubleshooting was done. Advised to monitor the insulin pump and call back if the issue reoccurred. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.